Event description:
The distal locking of the short phn implants repeatedly resulted in missdrilling. The medical procedure was successfully completed by performing a freehand locking.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. If the device is returned or if any additional information is provided, the investigation will be reassessed. Several unsuccessful attempts were made to obtain serial number of device in order to identify DHR applicable to this device. Device disposition unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The distal locking of the short phn implants repeatedly resulted in misdrilling. The medical procedure was successfully completed by performing a freehand locking.